Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the cw-uslfs cyberwand foot switch is no longer functioning when pressed. According to the customer, the facility did not have any other footswitch available to use. There was no patient involvement on this report. No user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), device return evaluation. Please see updated sections: d4, g4, g7, h2, h3, h6 and h10. The sales history records for this device indicates that the device was purchased with cw-usls cyberwand lithotripsy system in april 2011 with a serial number (B)(6) . It is likely this footswitch originated with this system. This system along including the footswitch was manufactured by cybersonics inc. Dhrs for this system could not be located likely due to the units age nor were provided to olympus for review. Device model cw-uslfs lot number 30001319 serial number (B)(6) was received for evaluation. Visual inspection was performed on the device. Wear and tear was observed on the footswitch however, the connector pin showed no damage. The cable was observed with no kinks. Functional testing was performed using the reference in-house generator including reference transducer. Functional testing revealed that the device able to recognize the reference transducer. The tune led showed a green lights and was blinking indicating that the unit was functioning properly. The grey pedal (large stone) of the device (footswitch) was pressed and observed to be nonfunctional, however, the green pedal (small stone) was observed to be functional. The green pedal was able to tune the generator with no issue. It was verified that the small stone pedal was activating and providing output when pressed however the large stone pedal failed to activate properly. Based on the evaluation findings, the reported failure was confirmed. The most possible cause for this issue could be attributed to normal wear and tear .